Event description:
It was reported that particulate matter was found inside of a small volume intermate. The reporter stated that the particulate matter was on the "active side" of the device. The particulate matter was described as small, millimeters in length, black spots. This was identified after the device was filled with a non-baxter solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from 09/03/2013 to 09/04/2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation: baxter received one sample for evaluation. Visual inspection showed a black speck embedded in the stress-member column. The particle was not in the fluid path. The cause was determined to be due to a deficiency in the molding process. Should additional relevant information become available, a supplemental report will be submitted.